Event description:
Pump was reported to have declared a cartridge change error when the caller attempted to complete the load process without a cartridge being inserted. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to place the cartridge onto the pump and restart the load process, which was successful, allowing the insulin delivery to resume.